Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increase threshold to high values one day after implant. Reprogramming was initially performed. A few days later the rv lead was repositioned. However, the day after revision, the rv lead exhibited decreased sensing and fluoro revealed the lead did not have the same slack as the day before. The rv lead was repositioned a second time and remains in use. It was also reported that x-ray showed the right atrial (ra) lead had dislodged. Increased threshold and measured small p-waves were noted. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.